Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, high impedance, polarity switch and possible ring fracture were noted on the right atrial (ra) lead. High thresholds, polarity switch, possible ring fracture and non capture were noted on the right ventricular (rv) lead. Both leads were explanted and replaced. During the replacement procedure it was noted the ra lead had minimal slack and neither lead was secured in the anchoring sleeve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The distal conductor of the lead was extrinsically over-rotated. If information is provided in the future, a supplemental report will be issued.